Event description:
It was reported that a malfunction occurred on a pump. There was no reported adverse impact to the customer¿s blood glucose level, with confirmation that it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur, and the customer continued using the pump with instructions to report if any further issues arose.